Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a lost sensor alarm. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer treated with a manual bolus. Customer stated that the pump was not communicating with the transmitter. Customer was advised to change the sensor. Customer was advised that he will be sent 3 replacement sensors.